Event description:
Product surveillance received a report from a care giver (cg) who stated that there was a very tiny pinhole in the tubing of the cassette (lot number h09g29039). The cg still has the sample available and stated that they initially noticed that there was a leak because the cg got out of bed, noticed that the carpeting was wet and then he felt the solution spray on his arm as he was walking by the cycler. The cg stated that the pinhole was located about 5 feet from the cycler on the patient line. The cg stated that they did not notice any defects in the bag or the box and stated that they started over with new supplies. The cg stated that the home patient (hp) did not have any injury or medical intervention and was able to complete therapy for the night after starting over with new supplies.

Manufacturer narrative:
(B)(4). Upon follow up with the customer, it was discovered that the sample was discarded.

Manufacturer narrative:
Sample available for evaluaton.

Event description:
Caller reported blood glucose results of 10 mg/dl and 120 mg/dl within 10 minutes on the compact plus system. Reported another comparison of 15 mg/dl and 140 mg/dl within 10 minutes on the same system. Reported a third comparison of 18 mg/dl and 95 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.